Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during fill 1 of their pd treatment. The patient reported that the pin appeared to be broken. The patient stated they would re-setup with new supplies and call back if they encountered any further issues. Upon follow-up, it was confirmed that the patient was able to complete their treatment on the cycler after re-setting up with new supplies. The patient confirmed there was a fluid leak that occurred at the beginning of their treatment. The patient stated the leak was coming from the blue pin on the patient line, which they had reportedly taped to their leg while lying down. The patient noticed their leg was getting wet from something, and soon realized it was due to a leak. The patient did not identify any visible damage on the blue pin or patient line. They were unsure if the device was defective or not. They admitted it was possible that they rolled over onto the tubing during the treatment, which could have triggered the leak. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient was said to be continuing their pd therapy on the same cycler without any further issues. The patient stated there haven t been any additional issues with cycler sets from the reported lot. The cycler set was not available to be returned for evaluation as the device was reportedly discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.